Event description:
Information received by medtronic indicated that the customer received pump error 38 on the insulin pump and damage pump case. No harm requiring medical intervention was reported. Troubleshooting was not performed. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged unspecified cosmetic damage at the pump found on 19-sep-2022. Pump error 38 occurred during testing on 6-apr-2023 at 9:25:00.00. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Successfully downloaded history files and traces using thus. Pump error 38 was confirmed during testing due to a corroded home switch and dried insulin in the motor slide. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked belt clip rails, cracked case - corner of belt clip rails. The unspecified cosmetic damage was confirmed during analysis. Pump error 38 confirmed due to a corroded home switch and dried insulin in the motor slide. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.